Manufacturer narrative:
Product complaint #(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: therefore, the surgeon stopped using the product. Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the blake drain lot number? No further information is available. However, product returned was lot: j2206193. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No further information is available. Was additional dissection required in other organs/tissues other than the target tissue? No. The product was broken outside of the body. No further information is available. Was there any change in the patient¿s post operative care due to the prolonged procedure? No further information is available. Besides the trocar, did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. If broken post op when removing drain from the patient: the product was broken outside of the patient's body. Was the broken drain removed completely from the patient? Were any pieces left inside the patient? If yes, was the patient taken back to the operating room to remove the broken drain surgically? If not already removed, are there any plans in place to remove the drain from the patient? What is the current condition of the patient? No further information is available. Please provide the trocar product code and lot number? The trocar means a trocar attaching to the drain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2022 and a drain was used. During surgery, after the surgeon punctured and when the trocar was pulled out, the connection part between the trocar and drain was ruptured.the operation time was extended within 30 minutes. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9 h3 evaluation: one used sample in two parts (visual: separated drain and trocar) was received for evaluation, during visual inspection, some deep cut mark was identified on the connection part of the drain & trocar. Retention sample of complaint lot were checked and found satisfactory. As per standard practice, 100% inspection is carried out, visual before and after packing of finished goods, prior to the product release. So, there is no scope at manufacturing end to missed out such defect. It is suspected that, connection part of the trocar might have come in contact with some sharp tool, used during the surgery or external factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the sample is not possible as these factors are out of scope. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.